Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima" rx biliary stent set was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the physician was deploying the stent and part of the guide catheter broke off while it was half way inside the stent. The physician used a snare and retrieved the broken guide catheter, then went down with rat tooth forceps to push the stent into place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".